Event description:
The initial reporter states that the pump had "increased line pressure". They stated that the line pressure was "all the way up" and that they replaced the administration set but that the pump still would not work. They stated that the pump was "reaching line pressure and no infusion". It is unclear if the pump was alarming or not. Mmdg did follow up with the initial reporter, but no further information was provided. [Complaint-(B)(4)].

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg, the complaint could not be investigated or confirmed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pump had "increased line pressure". They stated that the line pressure was "all the way up" and that they replaced the administration set but that the pump still would not work. They stated that the pump was "reaching line pressure and no infusion". It is unclear if the pump was alarming or not. Mmdg did follow up with the initial reporter, but no further information was provided. (B)(4).